Manufacturer narrative:
The device has not been returned to the manufacturer. An investigation will be performed if the product is returned.

Event description:
During a procedure with a microline 3222 fenestrated grasper, dr. (B)(6) noticed the heat shrink of the disposable grasper tip had come off of the tip and was freely floating around the abdomen of the patient. The heat shrink was retrieved, and all possible boxes that the tip could of came from removed from circulation. Lot numbers impacted: 00147564, 00148767, 00148821.